Manufacturer narrative:
Section d9. Device available for evaluation? Yes returned to manufacturer on: apr. 3, 2024 section h3. Device evaluated manufacturer? Yes device evaluation: visual inspection of the complaint device reveal that the plunger rod was fully advanced. The plunger rod tip was bent, and the cartridge tip was damaged; however, both could have resulted from damage occurring during shipping. Viscoelastic residue was observed to be disbursed throughout the length of the cartridge. The complaint lens was received coated in viscoelastic with a haptic stuck to the optic. The lens was cleaned, presenting with cosmetic marks on the optic body. Damage was not observed on the haptics. The complaint issue "haptic damaged" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4, a5: unknown/ not provided. Not applicable because no patient contact section d6a: if implanted, give date: not applicable, as no indication that lens was implanted. Section d6b: if explanted, give date: not applicable, as no indication that lens was implanted, hence not explanted. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) in a preloaded iol per completed complaint form during handling, had bent haptic with no patient contact. Eye affected was left eye. Patient stable. Outcome does not significantly interfere with activities of patient's daily life. No other information was provided or clarified.